Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas system could not reach the maximum fio2. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.